Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have ventricular output immediately out of the box. The epg is expected to be returned for service and repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was scrapped before analysis could be performed.